Event description:
It was reported that cartridge alarm 20 occurred and caller experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, continued use of pump was not documented, and technical support arranged pump replacement; no additional information was received regarding the outcome of the event. Manual injection will be used as backup insulin therpay method until replacement is received.